Event description:
It was reported that the maestro small fixed duraguard had a bent foot during the course of a procedure at the user facility. No further information was available regarding this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the maestro small fixed duraguard had a bent foot during the course of a procedure at the user facility. No further information was available regarding this event.

Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. It is possible this damage occurred due to excessive side load. The device was discarded by the manufacturer following evaluation.